Event description:
Consumer reports something wrong with meter. Getting readings different from other meter. Analysis run on clark error grid using competitive reading (102) as ref. Point vs. Bd reading (344) yielded data points in the "c" range of the grid, outside acceptable range.